Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported no symptoms were communicated to them. The cause of the empty pump, cause of the motor stall, relatedness of hospitalization were unknown. It was noted the patient being non-verbal and on a ventilator was not related to the device or therapy. It was unknown if the empty pump resolved and according to the logs, the motor stall resolved the same day it happened. The patient's weight and current status of the pump were unknown. It was noted the patient's managing physician was notified of the issue on 2019-may-31. The status of the patient/pump was not known.

Event description:
Additional information received from a manufacture representative reported they heard or the event from a unspecified facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the pump was empty. The patient was in the hospital and the managing physician was three hours away with no privileges in that hospital. The patient was non-verbal and on a ventilator. The low reservoir alarm occurred (B)(6) 2019 and empty reservoir occurred (B)(6) 2019. A motor stall occurred (B)(6) 2019 and motor stall recovery (B)(6) 2019. No symptoms were reported. No further complications were reported.